Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the electrode #15 was showing black on the carto 3 system and the recording system. It was also reported that electrode pair 15-16 was noisy both on the carto 3 system and the recording system. The issue was resolved by exchanging the catheter without any patient consequence. Upon receiving the product in biosense (B)(4) lab on (B)(4) 2014, it was noticed that reddish brown material on ring #12 of spine c, making this event reportable.

Manufacturer narrative:
(B)(4) it was reported that electrode #15 was showing black on the carto 3 system and the recording system. It was also reported that electrode pair 15-16 was noisy both on the carto 3 system and the recording system. The returned device was visually inspected upon receipt and reddish material was found on electrode 12. Then per the reported event and the material found, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.